Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 86,774 joules of use, "aiming beam fires straight out of fiber" was noted. The fiber was exchanged and the procedure was completed using a second fiber at 45,384 joules. The fiber tips of both fibers were cleaned during the procedure. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.